Event description:
"When patient has used the correction bolus feature, they entered blood sugar and were given a recommended dose based on the amount of insulin already on board. However, when they went to deliver dose, the pump delivered a dose greater than what was recommended."